Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the screen of the device went black while being used on a patient. There was no health consequences for the patient reported.